Event description:
A surgeon reported that a memory lens iol implanted in the left eye of a pt has been explanted and replaced due to opacification. No surgical complications reported. No further info has been provided.

Manufacturer narrative:
A review of the device history records and sterility records is underway by manufacturing. If any abnormality is found, a follow up report will be provided. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its MFR. The method of MFR was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.